Event description:
It was reported that an interrogation was completed and assistance was requested to confirm whether the information had been successfully sent. A confirmation indicator was not displayed; however, cardiac rhythms and pacing activity were visible on the host tablet screen indicating that the interrogation had been completed using the mobile programmer application and not the remote monitoring mobile application. Troubleshooting steps were taken to include ending the session and closing the mobile programmer application. Guidance was provided that the mobile programmer application was intended for programming functions and that report transmission should be performed using the remote monitoring mobile application. However, when the remote monitoring mobile application was launched, an update prompt appeared and could not be bypassed. Assistance was provided to initiate the update through the catalog application; however, when the application update was attempted, the status remained at waiting. The application was relaunched, after which the download and installation of the updates proceeded successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.